Manufacturer narrative:
The device was not retained by the hospital, therefore, the device is not available for investigation and a complete investigation could not be completed. A review of the lot history record will be performed as part of the investigation and provided in a follow up report.

Event description:
Following a wrist scope arthroscopy procedure, the patient sustained a superficial burn proximal to the portal area approximately 1.5 inches length by 0.5 inches width. The burn was treated with antibiotic ointment (betadene).